Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h6. The manufacturer was informed that no further information will be shared on this event. Despite the follow up attempts, the serial number of the device and other details on the reported event were not shared. Furthermore, the device was not explanted (tavi). As such, no investigation can be performed and the cause of the reported stent folding cannot be established. Based on livanova's clinical reaserch, device oversizing is the most probable root cause of events involving stent folding. However, since no further information was received, this cannot be ultimately confirmed.

Manufacturer narrative:
Device evaluated by MFR: device not explanted (tavi performed).

Event description:
A perceval pvs23 was implanted in 2018. During follow-up in (B)(6) 2019, paravalvular leak was identified and a CT scan revealed stent folding. On (B)(6) 2019, an attempt was made to re-balloon the valve transfemorally; however, the attempt was unsuccessful. Ultimately an edwards size 21 mm valve was implanted via tavi.